Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that he got false negative test results when performing tube testings with known samples by using the product ahg anti-igg,-c3d , lot # 8630053-01 for testing, manual tube testing performing a crossmatch with j-9 and j-13 (cap survey). The crossmatch was compatible and gave a negative reaction. The customer failed the cap survey by reporting a negative result but it was positive. Repeating the crossmatch the reaction (under the microscope) was weakly positive. The customer performed a unit confirmation on an a pos. Sample. The result was rh(d) negative but it should have been positive. The customer returned the ahg, anti-igg,-c3d, the cap survey samples j-09r, j-09s and j-13r as well as a blood sample (segment) that caused false negative test results for investigational testing. The complained ahg sample returned by the customer was tested by titration in parallel to our quality control laboratory's retained sample and a reference lot. All results were as expected. Then crossmatch was performed with compatible and incompatible crossmatch testing. We also tested the cap survey samples j-13r and j-09s that were provided by the customer, and the result was clearly positive. Donor j-13r has got an antigene jk b. Sample j-09s was tested to have an anti-jkb. This is why the reaction of the crossmatch has to be positive (iat). We obtained a positive reaction with all tested ahg`s (the complaint bottle, the retained ahg and the reference lot). We did not yield any false negative result. The blood sample provided by the customer was also tested with seraclone anti-d (bs226) #8603070-01 and initially yielded a negative reaction (igm). Afterwards a test for weak d characteristics (d weak or d variant) was performed with seraclone anti-d (rh1) blend, #8650070-05 (igg/igm). This test has to be done in an indirect antiglobulin test. The reactions were all 4+ positive with the ahg from the customer as well as with the retained ahg. That result is a clear indication for weak d characteristic of the patient sample. Testing in our quality control laboratory confirmed that the allegedly defective lot of ahg, anti-igg,-c3d; polyspecific functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The reagent worked as expected and the patient sample was clearly identified to have a weak d.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that he got false negative test results when performing tube testings with known samples by using the product ahg anti-igg,-c3d, lot # 8630053-01 for testing, a crossmatch of a cap (college of american pathologists) survey showed a false negative test result. Furthermore a confirmed anti d positive sample showed negative test results when using the complained product ahg with the product seraclone anti-d in tube testing. The customer returned the supposedly defective product ( ahg anti-igg,-c3d, lot # 8630053-01), three cap samples and the blood sample that had caused false negative results for investigational testings. The quality control laboratory investigation is still ongoing.